Event description:
It was reported that, during surgery, after the dr. Passed the sutures of the "opus speedscrew implant", he closed the trap doors, moved the lever to start tightening, but only one suture was grabbed and the other remained unchanged. As a result, he had to remove the sutures, the implant and cut the sutures out. The procedure was successfully completed without significant delay using a back-up suture/ implant into the same bone hole. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that improperly loading the suture can result in device failure. Visual evaluation shows the device returned non-deployed. No manufacturing abnormalities observed. The device is intended for single use and functional test is not possible. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive tensioning, (2) inadequate tension distribution applied to cuff (3) incorrect suture loading. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.